Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The "quite small" 90% stenosed lesion was located in the severely tortuous, severely calcified mid left anterior descending artery. The vessel diameter was 3.5mm. The lesion was not predilated. The physician tried to deliver the taxus express2 3.5x8mm drug eluting stent and inflated the stent to 9 atm's. The angiography showed a fracture of the stent. A stent strut was damaged. The damaged stent was removed from the patient and the procedure was completed with another taxus stent. The physician did not know what caused the fracture. No patient complications occurred. Patient status is satisfactory.